Event description:
A subject enrolled in an external clinical study was wearing acuvue2 as a control lens in the right eye. When seen for unscheduled visit in 2003 the subject reported chest and head congestion for 10 days and complained of mucus discharge and tearing. Subject found to have grade 3+ injection in the right eye. Subject also had iritis in the right eye with trace cell and flare. Treatment: tobradex drops, qid in the right eye.